Manufacturer narrative:
The product is promised for return but has not yet been received. As a result, we are unable to complete an evaluation. We continue our good faith efforts for the return of the product. A supplemental report will be provided if new information becomes available. (B)(4).

Event description:
It was reported that a patient had been having myoclonic jerking while receiving intra aortic balloon catheter therapy and that after approximately 24 hours of therapy the fiberoptic waveform signal was lost. They switched out the iabp console to ensure that wasn¿t the problem and concluded that the catheter must be the problem. They hooked up the pressure cable to the pressure monitoring lumen on the catheter and proceeded with pumping using a transduced pressure waveform. Upon assessment of the waveform by a maquet representative, it was determined that the arterial waveform was normal and accurate but the balloon catheter waveform was not optimal. The balloon did not appear to stay inflated for very long and nor was it augmenting any of the pressures. The assisted and unassisted pressures were exactly the same in 1:2 frequency. The augmentation was less than the patient¿s map. The catheter was removed at 1100 on (B)(6) 2017. It was reported by the facility that it does not appear that the patient was harmed by the catheter issues.

Manufacturer narrative:
The device has been returned to the manufacturer, but the evaluation is pending. A supplemental report will be provided upon completion of the evaluation. (B)(4).

Event description:
It was reported that a patient had been having myoclonic jerking while receiving intra aortic balloon catheter therapy and that after approximately 24 hours of therapy the fiberoptic waveform signal was lost. They switched out the iabp console to ensure that wasn¿t the problem and concluded that the catheter must be the problem. They hooked up the pressure cable to the pressure monitoring lumen on the catheter and proceeded with pumping using a transduced pressure waveform. Upon assessment of the waveform by a maquet representative, it was determined that the arterial waveform was normal and accurate but the balloon catheter waveform was not optimal. The balloon did not appear to stay inflated for very long and nor was it augmenting any of the pressures. The assisted and unassisted pressures were exactly the same in 1:2 frequency. The augmentation was less than the patient¿s map. The catheter was removed at 1100 on (B)(6) 2017. It was reported by the facility that it does not appear that the patient was harmed by the catheter issues.

Manufacturer narrative:
Additional information: serial # (B)(4). Correction to 2248146-2017-00012 supplemental 1. Date received by MFR changed from: 01/31/2017 to: 02/17/2017. The returned device was visually inspected and it was found that the membrane completely unfolded and blood was on the exterior of the catheter and between the catheter and the sheath. Two kinks were found on the catheter tubing approximately 61cm and 70.1cm from the iab tip. The optical fiber was found to be broken at this location. The product was then functionally tested. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated and deflated. No alarm sounded from the pump. A device and lot history record review was performed. No non-conformances were found that are considered to be related to the event. Based on the results of the investigation performed, the optical fiber was found to be broken, confirming that reported event. We were unable to confirm the difficult inflation. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. We are unable to determine conclusively when the break in the fiber occurred, although it was reported that the patient was experiencing myoclonic jerking during intra-aortic balloon therapy which may have caused or contributed to the event. It is recommended in the instructions for use to take care not to kink the fiber optic cable in order to avoid damaging it. (B)(4).

Event description:
It was initially reported that a patient had been having myoclonic jerking while receiving intra-aortic balloon catheter therapy and that on (B)(6) 2017, after approximately 24 hours of therapy, the fiber optic waveform signal was lost. They switched out the iabp console to ensure that was not the problem and concluded that the catheter must be the problem. They hooked up the pressure cable to the pressure monitoring lumen on the catheter and proceeded with pumping using a transduced pressure waveform. Upon assessment of the waveform by a datascope representative, it was determined that the arterial waveform was normal and accurate but the balloon catheter waveform was not optimal. The balloon did not appear to stay inflated for very long and nor was it augmenting any of the pressures. The assisted and unassisted pressures were exactly the same in 1:2 frequency. The augmentation was less than the patient¿s map. The catheter was removed at 1100 on (B)(6) 2017. It was reported by the facility that it does not appear that the patient was harmed by the catheter issues. Additional information received on 3/20/2017, with the returned product, indicated that the intra-aortic balloon catheter was removed after 40 hours of therapy. It was not replaced. It was also reported that the patient was deceased, but the facility did not attribute any death or injury to the device. The date of the death was not provided.